Event description:
It was reported that stent damage occurred. A 2.25mm x 32mm promus premier¿ stent was selected. During preparation of the device, it was noted that the stent may have been deformed by its protective cover. The device was not used in the patient and the procedure was completed using another of the same device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).